Manufacturer narrative:
The device was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use were reviewed and considered acceptable. The exact root cause of the event could not be conclusively determined; however, user related factors may have contributed to the event. The most probable root cause is operational context. No corrective action is required.

Event description:
It was reported that lens haptic was noticed broken before being fully implanted in the patient's left eye. Incision was enlarged (from 2.65 to 4 mm) and lens was easily removed. Sutures were required. A different model lens of the same diopter was implanted. This procedure was reportedly a combination of ecce (extracapsular cataract extraction) and iol plus istent. In the surgeon's opinion the most likely cause of the device damage is device defect. There was no patient injury reported and outcome of surgery is good.